Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.